Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing recurring elevated blood glucose (bg) between 300 and 400 mg/d: with ketones because the pump keeps powering off. The patient stated that she has not noticed the pump powering off right away each time, so then her bg elevates. She stated that when she notices, she replaces the battery and the pump resumes power, she corrects with the pump and bg comes down. Troubleshooting indicated the battery compartment is cracked, which can cause power issues. The alleged malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. User error in using a damaged pump caused/contributed to the reported bg excursion.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked and the battery cap was found to be damaged. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Evaluation revealed that the pump powers up with no issues and displays the verify screen using a test cap to complete investigation. Review of the black box revealed that there were several reboots occurring prior to and on the reported event date. The pump was exercised for 29 hrs and given a flow accuracy test; the pump was found to be delivering accurately. Unrelated to the complaint, evaluation revealed multiple loss of prime warnings in the pump history. This is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.